Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to loss of coverage and reduction of pain symptoms. The physician did not suspect device malfunction. Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having significant hardware discomfort. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient was having significant hardware discomfort. The patient will undergo an ipg explant procedure.